Manufacturer narrative:
Review of the device history record (DHR) and supporting quality records confirmed no anomalies that may have caused or contributed to the malfunction.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported she wore a tampon for two hours and upon removal the tampon fell apart leaving pieces inside her vaginal cavity. She was able to manually remove the pledget pieces. She alleged that hours later more pledget pieces from that tampon came out when removing a different tampon. She did not seek medical attention and did not experience any adverse health effects.